Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor smooth saline breast prostheses that both deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on an unknown date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).